Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits scratches and deformation on the edges indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the determination of misuse as the root cause, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral and tibial impactors broke while impacting during procedure.